Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested for two days prior to diagnosis by cloudy effluent, vomiting, and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient received an unspecified treatment for the event of peritonitis. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was unknown. No additional information is available.